Event description:
It was reported that the "pump failed". There was no adverse impact to the customer¿s blood glucose level. Customer declined follow-up from customer technical support, and further information could not be obtained.